Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found various scratch marks on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches are not axially aligned with the tube. It was concluded that the damages found to the pulley and the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and scratches on the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.